Event description:
It was reported that the patient presented for routine generator change. During the procedure, it was noted that the right atrial lead exhibited an insulation anomaly. It was observed that the sealing ring had come off and the coating had degraded. The lead electrical parameters were normal, and no further interventions were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.